Event description:
A user facility reported a particle was noted on an intraocular lens (iol). The surgeon was unable to remove the particle. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 01/29/2010 and 02/18/2010 by mail. A completed questionnaire has not been received. (B) (4). (B) (4)